Event description:
It was observed that during the device evaluation, the subject device exhibited severely worn and partially deformed of the surface of the grasping section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the grasping section might have been closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated, or it was not possible to confirm whether the tissue was completely resected when the ultrasonic output was repeatedly activated. Also, deformation of the gripping surface may have occurred when ultrasound output was applied while gripping hard tissue such as bone or calcified tissue, or metal clips or other surgical instruments (e.g., metal clips, uterine manipulators, or other instruments) between the gripping part and the probe tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.